Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-06007 and 2134265-2016-05807. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. However, automatic pullback failed frequently. Furthermore, it was noticed that the connector from motordrive to acquisition processor was loose. After the connector was reconnected, the issue was resolved. No patient complications were reported.